Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2009 via tha. It was reported that the revision surgery was performed (date of the revision was unknown) by replacing the cup and head due to the pain. No further information was provided by the hospital. Doi: (B)(6) 2009; dor:unknown; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.